Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The final intraoperative angiogram revealed that the trunk-ipsilateral leg component had unintentionally covered the pt's right hypogastric artery. It was reported that the pt tolerated the procedure and no complications were associated with the event.

Manufacturer narrative:
Unintentional obstruction of hypogastric artery.